Manufacturer narrative:
The device was returned to importer for inspection, report attached. Findings are as follows: the reported problem could not be verified, the device was tested and passed all functional tests with no problems found, no accessories were received so they could not be tested. Device was tested on all stim treatments for several hours with no problems. And we have checked the DHR (device history records) of the same batch, there were no problems observed during the manufacturing or testing noted in the DHR.

Event description:
The patient used this at the clinic and they have had it 2 years. They were using 4 dura stick plus 2" squares on clean skin surrounding the knee more then 4 inches apart. The electrodes had been used 2 or 3 time prior to injury. The device was shut off before the electrodes were removed or adjusted. They were using ifc 4 pole continuous and no burn marks show up until later. They have not fully healed yet. The patient did seek medical attention. There were 4 electrodes used above and below the knee joint, medially, and laterally (bracketing the knee joint) in an x pattern with the 2 channels. The ice pack was placed on top of the knee joint, which did cover the electrodes. We use this set-up all the time with our patients without a problem. We used this same machine on a different patient and there was a burning smell coming out of the machine, so we didn't complete the set up and put the unit out of service. The patient was a 76 year old male with no pre-existing conditions. An ice pack was used at the time of event. Burn marks showed up later. Was used on ifc - continuous, no modulating. They are unsure if leads/cables have been replaced within 6 months. They are using 2" square self adhesive electrodes surrounding knee - 4" distance, 4 in total. Used 2-3 times prior to injury. Nothing was applied to the skin prior and the device was turned off when pads were removed/adjusted. Skin was clear. Burns appeared several days later. They are ongoing, not fully healed. Patient did seek medical attention. Electrodes are not shared between patients. They are stored in a container packaged in original package. Patient is allergic to sulfa drugs. Pulse rate was 80-150 hz. They were not using the electrodes supplied with the device, they are using 2" square dura stick plus electrodes. They are "unsure - changed out in the past" when asked if they have tried new lead wires. They state "no - lead wires were intact" when asked if any sign of damage.